Manufacturer narrative:
(B)(4) no code available (secondary surgery, lens exchange)-lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -9.5 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018, the lens was exchanged with a longer, different diopter lens. "No patient injury" is indicated. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Additional information: the lens was exchanged due to "over-correction." Added and additional report source device evaluation: the lens was returned in liquid, in the lens vial. Visual inspection found the optic torn. Claim# (B)(4).